Manufacturer narrative:
(B)(4)

Event description:
It was reported during the hf sensor implant procedure, at the time of pulmonary angiogram, the patient experienced perforation and hemoptysis. The procedure was abandoned and the patient was intubated. A bronchoscopy was performed and a clot was removed. The patient remained in the hospital for observation. Reportedly, the patient was stable and was discharged on (B)(6) 2016. As of (B)(6) 2016 the patient was doing well. The device remained unopened at the time of the event.

Manufacturer narrative:
Information was inadvertently reported incorrect in the initial report. This report consists of correct information. (Manufacturer contact): information was inadvertently omitted in the initial report. This report consists of missing information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.